Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the pump was alarming. The patient was having a problem getting the hcp (health care provider) to refill the pump due to lack of insurance; the patient ran out of cobra last year. The patient was going to have new insurance starting (B)(6). The critical alarm started on sunday afternoon ((B)(6) 2014). Last friday ((B)(6) 2014), the non-critical alarm began to sound. The pump was read on monday ((B)(6) 2014). The non-critical alarm was sounding at that time and there was 1.5 ml left in the reservoir. The critical alarm was set at 0.5 ml. It was calculated that the pump would be completely out of medication the following saturday or sunday ((B)(6) 2014). The patient reported non-pump related problems related to his heart and lung function; he had a neurological disorder/dysautonomia that caused him to always be in a state of fight or flight and was normally tachycardic. Currently, the patient felt like his heart rate was slowing down. The patient stated that the pump was stable and there were no issues until he couldn¿t get it filled. The patient was now moving; he was driving from (B)(6). The hcp¿s pa (physician assistant) called in oral prescriptions for a one month supply of hydrocodone, zanaflex, and 30 tablets of percocet. The patient asked the ma (medical assistant) at the hcp¿s office to ask if oral baclofen would be needed. The ma informed him she was not sure. The device system was delivering morphine and compounded baclofen. It was later reported that the patient had moved to (B)(6) and was given names of physicians in the area to arrange for a pump refill as soon as possible. The prescriptions were written to try and minimize withdrawal that may occur due to the reservoir most likely reaching empty prior to a refill in (B)(6).